Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "did not accept" the cartridge the customer attempted to load on the pump. Reportedly, customer replaced the pump supplies to address the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer consumed carbohydrates to address low bg. Recommendation was made to discuss diabetes management with a health care professional.